Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Event description:
It was reported that during an esophagectomy procedure, the clips were fired in the thoracic region. Towards the end of the surgery the surgeon revisited the site of the surgery where the clips were fired, he found that the all clips had come off from the blood vessels and it was profusely bleeding. The clips deployed seem to have not locked into position and had come off the blood vessel which led to bleeding. Unknown how case was completed.

Event description:
Customer reported on august 6, 2010, a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 4 of 10.

Manufacturer narrative:
(B)(4) the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.